Event description:
It was reported that the pt had an MRI and was currently in the emergency room. The hcp indicated "possible pump concerns." No specific symptoms were reported. The pump contained baclofen and dilaudid. It was subsequently reported that the pt was discharged. No other info was provided at the time of this report. Additional info has been requested from the hcp, but was not available as of the date of this report.